Event description:
It was reported that customer experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, advised customer to plug pump in for about 30 minutes, and instructed customer to call back if issue persisted.